Manufacturer narrative:
Date of event is approximated.

Event description:
It was reported a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed. A watchman closure device was successfully implanted. About six weeks post procedure, prior to the 45 day follow up appointment, the patient experienced a tia. The patient had been non-compliant with their post procedure medication regimen (warfarin and aspirin). The patient remained in the hospital.

Event description:
It was reported a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed. A watchman closure device was successfully implanted. About six weeks post procedure, prior to the 45 day follow up appointment, the patient experienced a tia. The patient had been non-compliant with their post procedure medication regimen (warfarin and aspirin). The patient remained in the hospital. It was further reported that the patient presented to the hospital with difficulty of speech and sudden onset of aphasia. There was no change in the seal of the device from the time of implant. The patient was on coumadin. Thrombus was noted on the closure device in multiple angles. The patient was treated with lovenox. The aphasia resolved and the patient was discharged on (B)(6).